Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 and mesh was implanted. The patient reported experiencing pain and inflammation in the hip, lower abdomen and back. The patient further reported unspecified stitches in the leg, swelling, pinching and bleeding from the vagina. No further information is available.